Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be normal, however the customer mentioned that he pressed the cap in himself. Customer's blood glucose reading at the time of the call was 7.4 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during the prime test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.